Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the device had no magnet response and could not be interrogated. It was also noted the last time the device was evaluated was in 2004. Device replacement was recommended. No patient complications have been reported as a result of this event.